Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed a blistering rash. The patient's physician instructed the patient to apply cornstarch. Follow up indicated that the patient ended use due to receiving an ICD. The medical outcome of the rash is unknown.